Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The product was not returned to olympus for inspection. However, a field service engineer (fse) was dispatched to the customer site, where the following was documented: the visit was initially requested by the equipment account manager (eam) on behalf of the facility's nurse manager, to provide a reprocessing in-service in preparation for a newly planned surgical procedure supported by a new physician. A reprocessing in-service had previously been conducted in april 2025; however, due to insufficient reprocessing methods identified at that time, the facility postponed procedure support. The nurse manager confirmed the facility was now ready to proceed and requested additional education. The in-service was scheduled for the following day. The fse arrived as scheduled to conduct the reprocessing in-service with the endoscopy staff. During preparation, it was discovered that the facility did not have the required bw-400 single-use wire channel brush or the bw-411 single-use combination channel opening/channel brush, and no extras could be located on site. The importance of using the correct brushes was discussed with both the endoscopy staff and the nurse manager. Ordering numbers for both required brushes were provided via follow-up email. It was noted that this endoscope has not been reprocessed since its purchase, despite being scheduled for use the following week. While on site, the fse also provided staff with the updated leak-testing wall chart. The facility already had the bf-uc190f reprocessing wall chart from the april 2025 in-service. The bronchoscope reprocessing wall chart and the IFU for the bf-uc190f were also sent to the facility in pdf format via email for reference. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing; the facility did not have the single use wire brush or a single use combination channel opening/channel brush which caused the bronchofibervideoscope to not be reprocessed. There was no patient involvement.